Event description:
It was reported that a patient presented having received inappropriate shock due to incorrect interpretation of signal. Corrective programming changes were planned. The patient was stable throughout.